Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon fourth inflation at 8 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.